Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received dilaudid 10.0mg/ml; 0.7mg/day in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. The manufacturer representative was called to the hospital on (B)(6) 2018 to interrogate an alarming pump. The patient was not experiencing withdrawal symptoms; no symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. Interrogation of the logs indicated the low reservoir alarm occurred on (B)(6) 2018 and the empty pump alarm occurred on (B)(6) at 09:12. The patient was currently in the hospital; unrelated to device or therapy. There was no physician to refill the pump in the hospital. The patient's social worker spoke to the patient's managing physician and discussed transporting the patient to a different hospital the following week for pump refill. As of (b)(5) 2018, the patient's pump had not yet been refilled. The patient will be taken care of it withdrawal symptoms occur. The issue was considered ongoing. No surgical intervention was planned or scheduled. The patient status was indicated to be alive with no injury. No complications were reported/anticipated.